Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there were several technical defects such as peeling in the bending section cover adhesive and the switch rubber button one (1) is pierced. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the (B)(6) regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is anyosime brushing is performed for the suction channel, suction piston, and suction access port. Model numbers of the brushes used is not provided. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope detergent used with it is cln and disinfectant used is paa. The device is stored in a dsc 8000 storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by (B)(6) regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.